Event description:
The pt is reportedly experiencing irritation and breakdown surrounding her incision site. Numerous lesions at the implant site and discharge have been noted. In addition, the pt is also experiencing periods of dizziness, vomiting and becomes lethargic. Surgery to explant the pt's device will be scheduled.